Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, requested to remove the medication from the cubie, as it had consistently slipped to the back. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ball bearings on slide rails were misaligned, and medication was slipped behind cubie drawer. A field service engineer removed medstation back panel and recovered controlled medication fallen behind the cubie drawer which was returned to pharmacist. Fse realigned ball bearings on slide rails and installed 2 new slide bumpers for main full height drawer 6. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.